Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag inappropriately filled during recirculation. There was no pt involvement. The machine's air separator and valve 43 were replaced. There were no issues after the repairs.